Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and the right ventricular lead exhibited high thresholds. A fluoroscopy revealed that the lead had no excess in the heel region. The physician elected to explant and replace the lead. The patient was discharged the following day.